Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product with crease/folding. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code continued: (B)(4) - biopsy; f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ crease folding of implant: observed creases fold on the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed stress marks on the device. ¿ observed wear abrasion on the device. ¿ observed opening device in the radius side assessed as fold flaw opening. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure, crease/folding of implant.